Event description:
The facility representative reported a flogard infusion pump that alarmed failure code 38. It is unknown in which care area or process step that this event occurred. There was no patient involvement, injury or medical intervention related to the reported condition. No additional information is available at this time.

Manufacturer narrative:
(B)(4). (B)(6). The customer reported problem of alarm f38 was confirmed during device evaluation by the service technician. The force sensing resistors (fsrs)were found to be damaged and were replaced to resolve the issue. Should additional relevant information become available, a follow-up MDR will be submitted.